Manufacturer narrative:
Updated from malfunction to serious injury with the new information provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the transcatheter valve implant an electrocardiogram (ECG) identified an atr ial-paced rhythm with an incomplete right bundle branch block (rbbb). The patient had an existing permanent pacemaker. The day following the valve implant procedure an ECG identified first degree atrio-ventricular block (avb). Unspecified medication was provided. The physician indicated the first degree atrio-ventricular block was not related to the implant procedure or medtronic products. However, the cause was not reported.

Event description:
Following the procedure a transthoracic echocardiogram (tte) was performed that confirmed the mild-moderate paravalvular leak (pvl) and not a tee as previously reported. No treatment reported as result of the the pvl.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) was performed and did not show any paravalvular leak (pvl). Following the procedure, tee was performed again during recovery and revealed mild-moderate pvl. No adverse patient effects were reported.